Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with lens rotation. Due to low vault with lens rotation, the lens was removed and replaced intraoperatively for a longer length lens. The problem was resolved.